Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue where the pcu will not power on was confirmed during the laboratory testing. The suspect pcu was connected, and the power button was pressed, initiating the device. It remained powered on for a few minutes. After downloading the logs and conducting asm tests, the device unexpectedly shut down due to a watchdog alarm. Subsequently, it could not be powered on again. During the internal inspection, it was observed that two (2) capacitors on the wireless network card were damaged. The wireless network card was temporarily replaced with a known-good component for testing purposes. After reassembling the suspect pcu and pressing the power button, the device powered on without any issues. Battery conditioning test and preventive maintenance from asm were performed to verify the functionality of the suspect device. The tests were performed successfully, and the suspect device showed no issues or malfunction during the tests. The date of the event was noted to be 31 july 2025; however, time was not provided. The last infusion was performed on july 9, 2025, at 9:43:11 am. The last power related to this infusion was on july 8, 2025, at 9:47 pm, and four (4) pump modules were added to the unit. A new patient was selected, and the profile used was noted to be ¿adult¿. Between 9:42 am and 9:43 am, pump module (s/n 17165006) on channel c was programmed for a remote IV primary infusion with the following parameters: drugid = 422 (unknown drug), rate = 37 ml/h, vtbi = 74 ml for an expected duration of 2 hours. The infusion was started. Primary volume infused (pvi) = 0 ml. At 11:07 am, the pcu suddenly powered down. Probable pvi = 58.904 ml. The battery log activity recorded was analyzed. On july 25, 2025, at 08:29 am, an anomaly was identified, characterized by multiple rapid connection and disconnection events involving the facility¿s ac power source. Immediately following these events, both lb3 (low battery indicator) and lb4 (very low battery indicator) were simultaneously activated. This behavior suggests a potential malfunction of the ac source that affected the electrical components of the suspect device. The bd alaris user manual (v12.3.2) states not to use a device with any damage. Send it to biomedical engineering for repair. Root cause the root cause of the reported pcu not powering on is being attributed to a defective network card. The root cause of the defective network card is being attributed to defective capacitors c2 and c3 of the wireless network card. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device not turning on. There was no patient involvement.